Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. Visual inspection of the header noticed the setscrews stripped by the end-user caused by inserting the wrench tool at angles to the inset. No contamination or foreign material noted. Electrical analysis performed, after replacing the setscrews, indicated normal functionality. Further sensitivity test performed at most sensitive level measured normal sensing parameters. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information noted that the pacemaker was explanted and replaced.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the pacemaker was over-sensing noise. No changes or intervention was reported. The patient was in stable condition.